Event description:
It was reported that a flo-gard infusion pump experienced a low battery alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and an alarm log review were performed. The low battery alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be blown fuses. To correct the condition, the battery and fuses were replaced. The service history review revealed that the device has been previously serviced for a related issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.